Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low or high blood glucose alerts. Their blood glucose level during the incident was unknown. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftests. Toggled on/off and increased/decreased volume with the audio feature functioned properly. No audio/vibrate/absence of alarm anomalies were noted during testing.